Event description:
It was reported that during an unspecified surgical procedure, it was discovered that there were "problems when burring" with the motor device. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. The reporter stated that the device would not be coming in for repair and would be scrapped. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.